Event description:
Caregiver states that the prongs are missing from the ac adapter. Caregiver states that when the cord was pulled from the outlet prongs might have stayed inside the outlet. Caregiver states this alleged incident may have happened at a hotel. No harm to patient and no medical intervention.

Manufacturer narrative:
Report is being filed at this time as little or no information was available. It is not possible to determine if the ac adaptor prongs broke in a hotel outlet or in a suitcase or traveling during transit. Respironics will track all complaints. This is believed to be an isolated incident.